Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # ¿ preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while removing a filiform double pigtail ureteral stent, "some of it got caught" and broke into pieces. The device was implanted in the patient approximately eight months ago. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Event description:
Additional information was provided on 29sep2021: the procedure was cystoscopy through the urethra-bladder for a stent placed from bladder to renal pelvis. This was a stent replacement procedure. A cystoscope was used and an amplatz hydrophilic wire. The stent was noted to have separated. The indication for placing the stent was ureteral stenosis. The stent was being monitored through x-ray control. The stent was in place for 8 months, and there was no encrustation noted. The physician used graspers to remove device fragments and successfully complete the exchange. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, while removing a filiform double pigtail ureteral stent, "some of it got caught" and broke into pieces. The device was implanted in the patient approximately eight months ago. The procedure was cystoscopy through the urethra-bladder for a stent placed from bladder to renal pelvis. This was a stent replacement procedure. A cystoscope was used and an amplatz hydrophilic wire. The stent was noted to have separated. The indication for placing the stent was ureteral stenosis. The stent was being monitored through x-ray control. The stent was in place for 8 months, and there was no encrustation noted. The physician used graspers to remove device fragments and successfully complete the exchange. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. A document-based investigation was performed including a review of manufacturing instructions, instructions for use (IFU), and quality control data. No product was returned for investigation, and no device photos were provided. As the product lot number was not provided, reviews of the device history record and complaint history could not be completed. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered." Cook has concluded that a cause for the issue could not be determined from the available evidence. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.